Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. The event reportedly occurred in the peds; therefore it is presumed the patient was a child.

Event description:
It was reported that during an unspecified infusion using a non bd secondary set; the rn noticed that the fluid back flowed into burette primary set . The event occurred in the pediatric unit. It was later reported that the staff will review alternative options when using a non bd secondary sets with buretrols infusions.